Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to an externa hospital because of infection signs, including, not feeling well and increased temperature. Blood test was performed and showed sepsis. The infection was not related to the left ventricular assist device (lvad) as the pathogens found in the blood test was likely related to the consumption of raw meat or raw milk. The patient was transferred to the implanting center and antibiotic therapy was started. At the implanting center, a decrease in the lvad flow was noted from 4.5lpm to 3.5lpm at a speed of 5400rpm. Transesophageal echocardiogram (tee) was performed, and it showed bad unloading of the left ventricle (lv) and poor right ventricular (rv) function. Due to the poor rv function, a temporary right ventricular assist device (rvad) was placed. The lvad speed was increased to 7200rpm, but unloading of the lv stayed insufficient. Cathlab was performed and confirmed the bad unloading of the lv. Computed tomography (CT) showed no obstruction in the outflow. On (B)(6)2025, the hospital decided to perform a pump exchange, and inotropes were initiated. After the pump exchange, the parameters returned to typical values and lvad was able to do sufficient unloading of the lv.

Event description:
Additional information was received that review of the submitted photos revealed thrombus in the inflow cannula of the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a thrombus formation within the inflow cannula which could have contributed to the reported left ventricle insufficiency. A direct correlation between heartmate 3 lvas, (B)(6), and the reported right heart failure could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged to the graft attachment hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Evaluation of the distal end of the inflow cannula lumen revealed a tissue-like thrombus formation, which appeared to occlude a portion of the blood flow path. The deposition had a soft structure and was lightly adhered to the inflow cannula lumen. The shape and structure of the thrombus formation suggested that it developed within the distal end of the inflow cannula over an undetermined amount of time. Although the duration of time for which the deposition was present in the inflow cannula cannot be conclusively determined, the deposition had the potential to contribute to the reported left ventricle insufficiency. The inflow cannula deposition was sent to the cardiovascular pathology laboratory at (B)(6) university for histopathology analysis. Per the analysis, the submitted specimen is a pseudointimal plaque grossly and histologically consistent with an acellular, proteinaceous coagulum formed in a region adjacent to a sintered surface and high velocity of blood flow. The lack of remodeling of this tissue from the proteinaceous coagulum to a mature, collagenous connective tissue matrix is suspected due to the lack of access to vascular blood supply (due to avascular location within the distal end of the inflow cannula). The lvad event and periodic log files retrieved from the returned device captured the device function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and pump thrombosis as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and international normalized ratio range. This section also lists thromboembolism and right heart failure as potential late postimplant complications that may be associated with the use of the heartmate 3 lvas. This section also cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. No further information was provided. The manufacturer is closing the file on this event.